Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose was about 300 mg/dl. Customer stated that he uses the bolus wizard and had no food. Customer had 15 units and stated that he saw active insulin. Customer stated that he was not sure if he received the insulin. Customer was explained that he did not receive the bolus for the 300 mg/dl blood glucose. Customer's blood glucose is 313 mg/dl. Customer was able to deliver 0.5 units of insulin. Customer was advised to monitor his blood glucose. Customer called back again and reported that his blood glucose was 419 mg/dl. Customer used the bolus wizard and it told him to treat with 10 units. Customer was explained why his blood glucose did not drop. Customer was offered troubleshooting, but customer stated that he will wait.